Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During inspection of cysto-nephro videoscope, adhesive on a-rubber has a chip and the rubber cover of forceps channel port is detached was found. The most likely cause or probable cause of the reportable malfunctions ia degradation and stress problems identified. There was no patient involvement.